Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was vomiting and the blood glucose (bg) level was high. Corrective boluses were delivered in an attempt to lower the bg level. The customer was admitted to the hospital for pre-diabetic ketoacidosis (dka). The customer thought that the cannula may have been inserted into scar tissue. The customer was treated with insulin injections and intravenous therapy. The customer was discharged the next day. The high bg and dka were resolved.